Event description:
It was reported that on the day of the event, the blood glucose device gave an erroneous high result. On the day of the event the husband measured the customer's blood glucose and received a reading of 30 mmol/l, based on this result the husband administered insulin to the customer. It is unknown what type or or how much insulin was administered. Around thirty minutes later, the husband retested the customer's blood glucose and received a reading of 2.2 mmol/l. At some point the customer went into a coma and the emt's were called. Upon arrival, the emt's received a reading of 1.8 mmol/l. The type of treatment provided by the emt's was unknown and not provided. During the call the husband did not mention if the user was hospitalized, but did report that the customer was okay and recovered.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.